Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited improper device clearing of diagnostics at a previous visit. The generator was explanted and replaced during lead revision.

Manufacturer narrative:
Analysis was normal.